Event description:
It was reported that a malfunction alarm occurred with the code malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if any issues returned.